Event description:
Medical center reported a medical event. The incident occurred in 2004. A patient was being treated for prostate cancer using an hdr afterloader with a 7.315 curie source of ir-192. The treatment was to take place in three fractions. The patient was to receive one fraction and two fractions the next day. The same treatment plan was programmed once for all three treatment fractions using computer planning program (nucletron's plato bps). While constructing the treatment plan using the computer planning program, the default switch that changes the source position calculation orientation from connector end to catheter tip was not adjusted to the correct orientation (catheter tip) or the orientation typically used by the facility. This led to the sources stopping 2cm short of the target (upper portion of the prostate). The total prescribed dose was not delivered; however, a dose of 1800 cgy was delivered to the wrong location. The radiation oncologist indicated that no detrimental effects are expected. The patient immediately received verbal and written notification of the medical event. The patient was treated with external beam therapy which delivered the total prescribed dose to compensate for the medical event.